Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up med watch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of channel is difficult to push was confirmed during product evaluation. The root cause was not identified. No repairs have been performed due to the customer's request, no further correction was made concerning this event and the pump was returned unrepaired. This is involving a pump with software version 5.03.00 which is categorized as unremediated.

Event description:
This is a report of a colleague infusion pump in which the channel is difficult to push, which could have caused an interruption of delivery. It is unknown when the reported condition occurred, however it occurred in the med surge department. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.